Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned device was pre-fired, engaged in interlock, and the jaws were clamped. The loading unit jaws were manually opened and was loaded into a representative instrument. Functionally, the jaws were clamped and unclamped repeatedly without difficulty. The interlock was overridden and was applied to test media. All staples were placed and test media was cleanly transected. The loading unit interlock was tested and found to function properly. It was reported that the jaws of the reload did not open/close at all. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions. First, the shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. Second, the shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. Lastly, the shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single use loading unit (sulu) engages in the instrument to facilitate clamping and unclamping. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic sleeve gastrectomy procedure, the device jaw would not close and open. Another reload was used to resolve the issue. There was no patient injury.